Manufacturer narrative:
The customer¿s report that the tubing set filter leaked from the vent was not confirmed. Visual inspection of the set noted no damage or any issues. Functional and pressure testing resulted in no leaking. The root cause of the leak was not identified.

Event description:
It was reported that the tubing set filter was found to have leaked from the "circle area" on the backside of the filter after the completion of a chemotherapy infusion in the pediatric oncology department.

Manufacturer narrative:
Concomitant medical products: non bd primary tubing set. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however the event was reported to have occurred on the pediatric oncology department, therefore it is presumed that the patient was a pediatric patient.

Event description:
It was reported that the tubing set filter was found to have leaked from the "circle area" on the backside of the filter after the completion of a chemotherapy infusion in the pediatric oncology department.